Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. No damages or defects were noted to the formed needle, exposed portion of the soft cannula, or bottom housing that would cause skin irritation. The exact cause of the reported event could not be determined. Leak testing showed a tear in the internal portion of the soft cannula resulting in an internal leak. Due to the internal leak on the soft cannula, the exposed portion of the soft cannula could not be tested to confirm the reported issue. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring.  This is mitigated by extensive in-line and final product quality testing.  All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements.  No further action or investigation is warranted at this time.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours their blood glucose level had rose to over 250 mg/dl. In addition the pod was leaking during wear. Upon removal of the pod from the infusion site, (leg) the patient reports having irritation at the pod infusion site. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. No damages or defects were noted to the formed needle, exposed portion of the soft cannula, or bottom housing that would cause skin irritation. The exact cause of the reported event could not be determined. Leak testing showed a tear in the internal portion of the soft cannula resulting in an internal leak. Due to the internal leak on the soft cannula, the exposed portion of the soft cannula could not be tested to confirm the reported issue. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin.